Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to unknown reasons. The modular head and stem were removed and replaced. Patient underwent a further revision procedure on (B)(6) 2014 due to a fractured distal femur after a patient fall. A competitor plate and graft were utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to a periprosthetic fracture caused by unknown reasons. The modular head and stem were removed and replaced. Patient underwent a further revision procedure on (B)(6) 2014 due to a fractured distal femur after a patient fall. A competitor plate and graft were utilized to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown, catalog number, lot number, expiration date - unknown, date implanted - unknown, PMA/510(k) number - unknown, manufacture date - unknown.